Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The motor was tested outside of the device and it passed. However, the pump error 37 alarm was found in the pump history. The motor may have had an intermittent failure that was not detected during our testing. According to the power management graph, the detailed trace analysis confirmed there were no unexpected battery failed alerts triggered. The backup battery unloaded voltage was not less than the 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than 3.5 volts for four consecutive hours. The pump was received with normal operating currents. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received two pump error 37 and a failed battery test alarms. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 9.2 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.